Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Follow up information identified the infection is considered resolved.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 4. Related manufacturer reference number: 1627487-2020-22258. Related manufacturer reference number: 1627487-2020-22259. Related manufacturer reference number: 1627487-2020-22261. It was reported the patient experienced an infection at the lead and anchor site following a lead revision that took place on (B)(6) 2020 (please see MFR report#:1627487-2020-21435 and 1627487-2020-21436). To address the issue, the physician admitted the patient to the hospital on (B)(6) 2020 and kept the patient for two nights, explanted the patient¿s scs system on (B)(6) 2020, and placed the patient on intravenous antibiotics. The lead/ anchor site was swabbed for microbiology testing, although the results are not known.